Event description:
It was reported the pt was experiencing pain at the lead implant site. She underwent revision surgery on (B)(6) 2012. One of the lead wires at the thoracic midline incision was not deep enough and the pt could feel it move. The physician opened up the midline incision and secured the lead wire to the fascia moving it deep into the tissue. No changes were made to the placement of the lead or the ipg. Pt has very good paresthesia, and the system is working well.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.